Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if the issue reappeared; the customer acknowledged these instructions.